Manufacturer narrative:
The benevision n1 patient monitor (serial number (B)(6)) was returned to mindray for evaluation. Logs were collected for evaluation. The occurrence is under investigation.

Event description:
On (B)(6) 2025, during a surgical procedure beginning at 07:30 am and ending at 11:22 am, the blood pressure cuff remained inflated for a period exceeding three hours. On september 18, 2025, the customer additionally reported the patient's arm was tucked and inaccessible. The arterial line was placed in the contralateral arm and provided reliable blood pressure readings. The blood pressure cuff was removed from the patient. The patient experienced ischemia of the upper extremity for approximately three hours, included deep vein thrombosis (dvt) in the arm veins, skin discoloration, and neuropathy.

Event description:
On (B)(6) 2025, during a surgical procedure beginning at 07:30 am and ending at 11:22 am, the blood pressure cuff remained inflated for a period exceeding three hours. On (B)(6) 2025, the customer additionally reported the patient's arm was tucked and inaccessible. The arterial line was placed in the contralateral arm and provided reliable blood pressure readings. The blood pressure cuff was removed from the patient. The patient experienced ischemia of the upper extremity for approximately three hours, included deep vein thrombosis (dvt) in the arm veins, skin discoloration, and neuropathy.

Manufacturer narrative:
The benevision n1 patient monitor (n1) was extensively tested, and no malfunction was detected. A detailed review of the device logs corresponding to the occurrence timeframe revealed that, for each non-invasive blood pressure (nibp) measurement initiated, the monitor consistently generated a "nibp cuff and patient mismatch" alarm. This alarm was active from 08:06:03 to 11:00:03, coinciding with the period of prolonged cuff inflation. Mindray concluded that the extended inflation was likely attributable to either an incompatibility between the patient type and the cuff, or a physical obstruction (e.g., blockage or kink) in the cuff's air tubing, which impeded normal deflation. The benevision n1 patient monitor performed per specifications and no malfunction was detected.